Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug on the 5f exoseal vascular closure device (vcd) came out together when the exoseal was retracted, leading to a failure in hemostasis and necessitating manual compression for 15 minutes. There were no reports of patient injury. The exoseal was stored, prepared, and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A 5 non-cordis sheath was used. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal.

Manufacturer narrative:
Additional code of 3038 - catheter & 2610 - failure to fire were added. Complaint conclusion: as reported, the plug on the 5f exoseal vascular closure device (vcd) came out together when the exoseal was retracted, leading to a failure in hemostasis and necessitating manual compression for 15 minutes. There were no reports of patient injury. The exoseal was stored, prepared, and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath was used. The puncture site did have severe calcium. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. The procedural sheath was not returned for this evaluation. Additionally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, a kink was observed on the proximal portion of the delivery shaft, located 15 cm from the distal tip. The functional deployment simulation evaluation could not be performed, as the unit was received with the deployment lever already depressed, and the sealant was partially deployed. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit using a pin gauge measurement. The result obtained was within specification. A high-magnification evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿plug-inaccurate placement¿ was not observed through analysis of the returned device since the plug was partially deployed from the shaft. Instead, the device was in a received condition of ¿vascular closure device (vcd)-deployment difficulty-partial deployment,¿ which was likely the issue experienced by the user. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the inability to deploy the plug from the device after depression of the deployment button. However, as the dimensional analysis of the inner diameter was within specification and there were no anomalies noted to the internal components, it is possible that the partial deployment noted occurred due to procedural/handling factors (such as the plug becoming prematurely swollen within the delivery shaft). Additionally, the presence of the kink could have compromised the deployment mechanism, impeding full distal displacement of the plug as expected by design if it occurred during patient use. However, as this condition was not reported by the user, it is unknown if this condition occurred due to manipulations after the procedure. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.